Manufacturer narrative:
Submit date: 7/25/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a big hole/crack along the bottom of the container. The customer went to dispose of the container and a syringe fell out of the bottom due to a crack. The customer also states that they received 3 new ones that were broken when removed from the box they were delivered in.

Manufacturer narrative:
The product part # 8970y was evaluated for the cracked container based on photos provided by the customer. The reported condition was observed in the photos provided for product analysis. A device history record was not reviewed as the lot number was unknown. The root cause may be caused during the packaging of the product. The packaging improvement was implemented as a corrective action for the reported condition however as there is no lot number available it cannot be determined whether the product is made prior to implementation. The potential root cause may be container have been cracked during shipping and handling due to external stress/forces manufactured prior to the packaging improvement change. Also it was noted in the complaint there was no safety or harm to end user. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. The product should be inspected prior to use for any damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a big hole/crack along the bottom of the container. They also received 3 new ones that were broken when I removed them from the box they were delivered in.